Event description:
The customer reported the device stopped firing during the case. There was no output and it would not function. Another device was used to complete the procedure and there was no patient injury. The device was returned to covidien and visual inspection found that the webbing was protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.